Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reproved that the pump shut off unexpectedly. The customer's blood glucose was 275 (mg/dl). Reportedly, the customer powered the pump back on and resumed insulin to address the issue.